Manufacturer narrative:
Concomitant medical products: 10 ml bd syringe lot 8292535 exp 2021-09-30. The customer¿s report that the secondary set back flowed into the primary was not confirmed. Testing of the used returned sample part indicated a pass result. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane or solvent on the check valve component with no damages to the interior of the check valve or to the diaphragm. The root cause that the secondary set back flowed into the primary was not identified.

Event description:
It was reported that the secondary chemotherapy infusion emptied into the primary bag. They stated that the pump was set up correctly, tubing set up correctly, all clamps open, however secondary bag infused rapidly into primary bag. There was no harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the secondary chemotherapy infusion emptied into the primary bag. They stated that the pump was set up correctly, tubing set up correctly, all clamps open, however secondary bag infused rapidly into primary bag. There was no harm.